Manufacturer narrative:
Product investigation complete. The pressure regulating balloon was visually and microscopically examined. There was a pinhole leak in the cuff that was the result of fatigue. The functional test failures identified during product analysis confirm the reported urinary incontinence, as the pinhole leak is the probable cause of the reported issues. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient continued to experience urinary incontinence prior artificial urinary sphincter (aus) and multiple revisions. Decision was made to explant device and replace with a new aus system. The explanted device was five years old. No information was provided about the patient's outcome. No more information is available at the moment.